Manufacturer narrative:
Due to our evaluation we assume that the failure of the product was related to the conditions the patient uses its device. The environmental surroundings (forest, wood logs, uneven ground, excessive usage of the product (5-7miles/day) might have also increased the wear of the product. Our evaluation shows that the product was in accordance to its specifications.

Event description:
We received an orthosis from the patient showing a broken foot bar, right below the orthotic ankle joint. We assume that patient stumbled what resulted in a fall. Due to the fall the patient broke three ribs. The patient is homeless by choice and lives outside in the woods. He walks with the orthosis 4-7 miles/day on uneven terrain, hills and fallen logs. Patient find his orthosis extremely useful until it breaks.